Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description according to study: this (B)(6) yr old male patient had a type ib endoleak noted on the completion angio and on a follow-up CT (6 days post procedure (pp)). On (B)(6) 2015, a proximal component ((B)(4), lot # e3350645) was implanted without difficulty. The left subclavian artery (lsa) was completely covered with the proximal zone of stent graft implantation being in zone 2. Revascularization of the lsa was completed during the implant procedure. On the final completion angiogram, there was a type ib (distal end) endoleak "from distal reentry tear". On (B)(6) 2015 (6 days pp), a follow-up CT showed a type ib (distal end) endoleak with the comment of "distal reentry tear". There was also evidence of false lumen perfusion from a secondary entry tear next to the celiac trunk. Patient outcome: on (B)(6) 2015 (9 days pp), the patient was discharged from the hospital. No further information has been received.

Manufacturer narrative:
Manufacturers ref# (B)(4). Device code: 3191 - appropriate term/code not available for dissection. Summary of investigational findings: the complaint was reopened as new information and imaging were received. The new information reports that maximum dissection diameter was 51mm on (B)(6) 2016 and 50mm on (B)(6) 2017. Additional information from (B)(6) 2017 reports that the false lumen status at the level of stented segment of the aorta was partially thrombosed. There was an antegrade progression of dissection and type 1b endoleak was still present wth a distal entry tear. Existing false lumen perfusion was reported. Later two-week ((B)(6) 2015) and two-year ((B)(6) 2017) follow-up ctas were provided and reviewed. Although no imaging of the complaint event was provided, the provided imaging demonstrates successful shrinkage of the proximal false lumen, stabilization of the distal false lumen, and absence of a tear or leak at seven months post implantation. If the complaint, a type 1b endoleak at implantation and one week was present, it had resolved. At two years, a wide mouthed false lumen/pseudoaneurysm developed at the endograft end from a new entry tear at the endograft's trailing edge. Given the interval endograft expansion of the chronically dissected intima and absent communication with the original false lumen, this is consistent with a stent graft induced new entry tear, or sine. As previously concluded, no type 1b endoleak was present on the imaging. Nevertheless a stent graft enduced new entry tear (sine) was observed on the two-year follow-up ctas. It was not possible to determine the cause of the sine as the stent graft was implanted in a dissection patient, per the IFU, alpha is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and the products have not been formally tested in patient populations having dissections. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: re-investigation due to imaging received on 12jul2017. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU) as well as imaging review. According to the imaging review, no imaging from implant date was provided but the provided post-implantation imaging demonstrates successful shrinkage of the proximal false lumen and stabilization of the distal false lumen. Even if false lumen perfusion from a distal entry tear was present, it was clinically insignificant. False lumen retrograde perfusion only constitutes an endoleak if it travels between the intima and endograft before it reaches the false lumen. Although this cannot be verified on the noncontrast imaging, the complaint report indicates that the entry site was inferior to the endograft and consequently could not have represented a type 1b endoleak. A dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events

Event description:
Additional information received on 07jan2019: on (B)(6) 2016 (230 days post-procedure), a CT without contrast could only show the maximum dissection diameter. It was 51 mm. On (B)(6) 2017 (783 days post-procedure), a CT scan with contrast showed a maximum dissection diameter of 50 mm. The false lumen status at level of stented segment of the aorta was partially thrombosed. There was an antegrade progression of dissection. The CT also showed that the type 1b endoleak was still present with a distal ren-entry tear. There was an existing false lumen perfusion. There is a confirmation from the site that no follow-up visit has been performed in 2018.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Device is similar to device with 510(k): p140016. (B)(4). Summary of investigation: it was not possible to determine the exact root cause of the reported event based on the information currently available. However, it was determined that the product was used off label, as the zenith alpha thoracic endovascular graft is not indicated for treatment of dissections. This product was in this case used for treatment of dissection as well as aneurysm. According to the IFU: - the proximal component should be used in combination with a distal component, not the proximal component alone, as in this case. - the zenith alpha¿ thoracic endovascular graft is indicated for treatment of aneurysms and ulcers in the descending thoracic aorta, not dissections, as in this case. The product was used off label. - the performance of zenith alpha¿ thoracic endovascular graft has not been tested and established in the treatment of aortic dissections. - endoleak is a known potential adverse event. It is noted that no new clinical event or intervention has been reported due to the endoleak. There is no evidence to suggest that this device was not manufactured according to specifications. The complaint will be closed, and reopened if new information is provided. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: this (B)(6) male patient had a type ib endoleak noted on the completion angio and on a follow-up CT (6 days post procedure (pp)). On (B)(6) 2015, a proximal component (zta-pt-38-34-167, lot # e3350645) was implanted without difficulty. The left subclavian artery (lsa) was completely covered with the proximal zone of stent graft implantation being in zone 2. Revascularization of the lsa was completed during the implant procedure. On the final completion angiogram, there was a type ib (distal end) endoleak ¿from distal reentry tear¿. On (B)(6) 2015 (6 days pp), a follow-up CT showed a type ib (distal end) endoleak with the comment of ¿distal reentry tear¿. There was also evidence of false lumen perfusion from a secondary entry tear next to the celiac trunk. Patient outcome: on (B)(6) 2015 (9 days pp), the patient was discharged from the hospital. No further information has been received.